Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d implanted: (B)(6) 2018; 5076-58 lead implanted: (B)(6) 2004 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing on stored electrograms (egm) and low r-waves. It was also noted that the rv lead exhibited high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.